Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint condition can be confirmed for psi sd800.440 peek implant (p/n: sd800.440 & lot #: 268p029). The root cause of the complaint condition can be confirmed due to design error that will be further investigated under nr-0166500. Any further action will be determined under the nr-0166500. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: sd800.440-us lot number: 268p029 part manufacture date: 06/30/2021 manufacturing location: (B)(4). A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the patient specific implant (psi) was processed through the normal manufacturing, finishing, and inspection operations. The product lot met all manufacturing, finishing, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. The product met all manufacturing, finishing, and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery on an unknown date, a psi peek implant didn¿t fit. There was a minimal surgical delay. There was no negative patient outcome. This report is for one (1) psi sd800.440 peek implant. This is report 1 of 1 for complaint (B)(4).